Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer complained of an erroneous high result for 1 patient sample tested for elecsys troponin t hs (high sensitive) stat assay (troponin t hs stat) on a cobas e 411 immunoassay analyzer. The initial troponin t hs stat result was 15.69 pg/ml with a data flag. This result was reported outside of the laboratory. The sample was repeated twice with results of 5.08 pg/ml and 5.90 pg/ml. There was no allegation that an adverse event occurred. The troponin t hs stat reagent lot number was 245180. The expiration date was not provided. Qc results from the day of the event were within the acceptable range. Upon review of the alarm trace there as a "sample lld malfunction" alarm around the time of the event. Possible root causes for this event may be insufficient electromagnetic interference lab compliance, sample quality, insufficient maintenance, or contamination of the environment with the analyte.

Manufacturer narrative:
A specific root cause was not identified. The customer's qc results in general show a high scatter. There may be a common, unknown issue present at the customer site which caused the discrepant results and also caused the high scatter shown in the qc results.

Manufacturer narrative:
It was clarified that the patient was not adversely affected. It was clarified that the sample was repeated at the customer site with a result of 5.90 pg/ml. The sample was sent to another laboratory where the repeat result was 5.08 pg/ml. After repeat testing, an amended result was reported outside of the laboratory.